Event description:
Blood was noted inside the balloon. On 11/14/96 the following was reported: the iab was inserted into the pt on 10/28/96. On 10/29/96 after iabp for 24 hours, blood was noted in the tubing. There were no complications to the event. It was reported that the pt feels better. Event complications: unk reported 10/30/96; none from the event-rpt'd 11/14/96. (Pt's current status: better-rpt'd 11/14/96).

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.